Event description:
He manufacturer's field service engineer display was reported to be distorted. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement

Manufacturer narrative:
Root cause: the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.